Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-03212. The pt received 2 scs leads with different lot numbers. It was reported the pt is not receiving stimulation in his left leg. The pt is working with the physician to determine the next course of action. Follow-up identified an emg showed the pt has a pinched nerve. Subsequently, the physician ordered a CT scan and has referred the pt to a surgeon as surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.